Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. While the pt was being put on the dialysis machine blood was noticed in the post dialysis hose by the nurse. Estimated blood loss was 100cc¿s. A new system was strung and the pt completed their treatment without further issue. There is no other known ill effect to the pt. There is no sample available for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material and process controls were within spec.